Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a lap myomectomy procedure on unknown date and barbed suture was used. The suture broke during the procedure. There was no patient consequence reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional: it was reported breakage suture. An empty opened foil of product code sxpp1b410, lot mgj469 were returned for analysis. As no needle or suture were returned for evaluation, we are unable to investigate further to the issue. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.